Manufacturer narrative:
(B)(4). Per the investigation report dated december 03, 2012, leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover. Such leakages would be clearly detected in the 100% function test in production, however it is possible that the leak could appear later on due to inner stress in the material. (B)(4).

Event description:
On (B)(6) 2012 at the (B)(6) hospital, it was reported that there was leakage from the side of the arterial filter quart bo-hbf-140-j when priming was initiated. There was no patient involvement. (B)(4).